Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on that the insulin pump alarmed off no power. The customer¿s blood glucose level was 426 mg/dl at the time of the incident. No symptoms noted for the hyperglycemia, but the customer treat it with the insulin pump. The customer noted that while he was self-delivering a bolus, the device kept telling him to change the battery. Customer did receive a low battery alarm, and was able to fix it with a new battery. The customer reported that the insulin pump would not turn on. The customer was advised to monitor the device, and that a replacement battery cap will be sent out as a precaution. The insulin pump will not be returned for analysis.